Manufacturer narrative:
Svc was not required as the event was isolated to a specific pt sample. The sample was serum. Quality control (qc) data from the date of event was within specifications. System check data was not supplied. Beckman coulter's customer product line support (cpls) tested the pt sample, and obtained a neat beta human chorionic gonadotrophin (tbhcg) value of 21.04 miu/ml (sample (B)(6)) and 20.67 miu/ml (sample (B)(6)). Dilution studies showed non-liner recovery, and the addition of heterophile blockers reduced the neat dose recovery significantly to 0.10 miu/ml (sample (B)(6)) and 0.05 miu/ml (sample (B)(6)) confirming "heterophile interface" in the pt's sample. The pt is a true negative bhcg. Based on this info, it is conclusive that the pt does have circulating heterophile antibodies causing interference with bhcg results. The root cause for the event is heterophile interface. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. This reportable event was identified during a retrospective review of product complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer alleged pt's samples were consistently resulting around 20-30 miu/ml for beta human chorionic gonadotrophin (bhcg) involving unicel dxi 800 access immunoassay system. The icon 25 test was negative and the sure-vue test was positive for bhcg. Samples from this pt resulted negative on an alternative methodology for bhcg. The results were reported out of the lab. There has been no report of pt injury or charge in pt treatment associated with this event.